Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having issues with their ptm (personal therapy manager). When trying to bolus, it would get to 90% and then just sit there. The agent had the caller go to the pds (patient data services) app and check the data usage, and the data was at 18.10mb. The agent reviewed the steps to clear the data. The caller cleared the data from pds and then the patient was able to successfully connect the ptm to the pump without delay. The troubleshooting steps taken on the call resolved the issue.